Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the missing fiber release tab and the rear fiber dust cover on back of patient side cart (psc). The fse replaced the universal surgical manipulator (usm) 3 and moved the system back into the operating room. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the reported complaint. The unit was tested on an in-house system and failed normal mode as the axes controller carriage (acc) board was not detected. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, light emitting diodes (led) brightness, sine cycle, and brake test. The rolling loop was swapped with a new one and error 319 no longer occurred. The original rolling loop was reconnected and the error returned. The rolling loop will be replaced as a fix. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and investigation revealed the following possible related system error(s): 319 - node 192 is not present at startup. Node name: acc in armnet3 usm. Additional log reviews confirmed that system sk0396 was used on (B)(6)2022 for an other foregut procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a repeated non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted foregut surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical service engineer (tse) and stated that the customer encountered a non-recoverable error on universal surgical manipulator (usm) 3. The customer tried to hard power cycle the system with no change. The onsite logs reflected repeated error 319 faults pointing to usm 3. The staff brought a second patient side cart (psc) into the room to complete the procedure. The procedure was converted to another da vinci with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was a foregut procedure. There was no injury per surgeon feedback. Isi technical support was not contacted for troubleshooting and was not contacted prior to converting the procedure. Isi technical support was contacted after the procedure. The system functionality was checked upon powering on the system. The system powered up initially without errors.